Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("complete perforation, essure was on epiploon, left lower portion") in a (B)(6) female patient who had essure (batch no. He011ar) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, motor vehicle accident and hepatic hematoma. Consumer denied previous ectopic pregnancies or abortion. Insertion performed during follicular phase (lmp date was not available). No abnormal uterine findings. Previously administered products included for an unreported indication: ius/iud. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("mild pain during insertion") and device deployment issue ("first implant did not deploy (right side)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("as first right coil did not deploy another coil was inserted at right side in the same procedure"). The patient was treated with surgery (bilateral salpingectomy + ablation of both implants on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and procedural pain had resolved and the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue, procedural pain and uterine perforation with essure. The reporter commented: insertion took less than 20 min, there was no fluid loss more than 1500cc during hysterectomy and visualization of tubal os was easy. There were no complaints immediately after insertion. As right coil did not deploy, a second implant was inserted in the same procedure. Perforation was found during confirmation tests, consumer had no symptoms. According to reporter, perforation occurred after deployment. No pathology results, signs of infection, inflammation after salpingectomy procedure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound pelvis - in (B)(6) 2016: tubal occlusion was not confirmed, ultrasound scan - on (B)(6) 2016: perforation of right essure coil, x-ray - on (B)(6) 2016: perforation of right essure coil, (B)(6) 2016: perforation identified at the time of essure confirmation test (ultrasound and x-ray tests) - left essure coil was in correct position and right coil had complete perforation, it was in epiploon, left lower portion. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed 499 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number he011ar (production date 13-oct-2015, expiration date 28-oct-2018). Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 22-may-2017: update of quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("complete perforation, essure was on epiploon, left lower portion") in a 44-year-old female patient who had essure (batch no. He011ar) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "first implant did not deploy (right side)" on (B)(6) 2016. The patient's past medical history included parity 2, motor vehicle accident and hepatic hematoma. Consumer denied previous ectopic pregnancies or abortion. Insertion performed during follicular phase (lmp date was not available). No abnormal uterine findings. Previously administered products included for an unreported indication: ius/iud. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("mild pain during insertion"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("as first right coil did not deploy another coil was inserted at right side in the same procedure"). The patient was treated with surgery (bilateral salpingectomy + ablation of both implants on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and procedural pain had resolved and the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, procedural pain and uterine perforation with essure. The reporter commented: insertion took less than 20 min, there was no fluid loss more than 1500cc during hysterectomy and visualization of tubal os was easy. There were no complaints immediately after insertion. As right coil did not deploy, a second implant was inserted in the same procedure. Perforation was found during confirmation tests, consumer had no symptoms. According to reporter, perforation occurred after deployment. No pathology results, signs of infection, inflammation after salpingectomy procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Ultrasound pelvis - in (B)(6) 2016: tubal occlusion was not confirmed. Ultrasound scan - on (B)(6) 2016: perforation of right essure coil. X-ray - on (B)(6) 2016: perforation of right essure coil. (B)(6) 2016: perforation identified at the time of essure confirmation test (ultrasound and x-ray tests) - left essure coil was in correct position and right coil had complete perforation, it was in epiploon, left lower portion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: update of quality safety evaluation (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("after verification, incorrect position") in a (B)(6) female patient who received essure. In (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). Essure removal was reported - removal date not determined. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Company causality comment this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and after verification, incorrect position was diagnosed. Essure removal was reported (not clear if already performed). This event is anticipated in the reference safety information for essure. In the present case the exact time point and mechanism of the event is unknown. No details were provided on the insertion procedure. Incorrect position was diagnosed an unspecified time after insertion. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was either performed or is planned (unclear from the reported information). A product technical analysis is expected, and further information has been requested.

Manufacturer narrative:
Uterine perforation ("complete perforation, essure was on epiploon, left lower portion") the patient's past medical history included parity 2, motor vehicle accident and hepatic hematoma. Consumer denied previous ectopic pregnancies or abortion. Insertion performed during follicular phase (lmp date was not available). No abnormal uterine findings. Previously administered products included for an unreported indication: ius/iud. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural pain ("mild pain during insertion") and device deployment issue ("first implant did not deploy (right side)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("as first right coil did not deploy another coil was inserted at right side in the same procedure"). The patient was treated with surgery (bilateral salpingectomy + ablation of both implants on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and procedural pain had resolved and the device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue, procedural pain and uterine perforation with essure. The reporter commented: insertion took less than 20 min, there was no fluid loss more than 1500cc during hysterectomy and visualization of tubal os was easy. There were no complaints immediately after insertion. As right coil did not deploy, a second implant was inserted in the same procedure. Perforation was found during confirmation tests, consumer had no symptoms. According to reporter, perforation occurred after deployment. No pathology results, signs of infection, inflammation after salpingectomy procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound pelvis - in (B)(6) 2016: tubal occlusion was not confirmed, ultrasound scan - on (B)(6) 2016: perforation of right essure coil, x-ray - on (B)(6) 2016: perforation of right essure coil, on (B)(6) 2016: perforation identified at the time of essure confirmation test (ultrasound and x-ray tests) - left essure coil was in correct position and right coil had complete perforation, it was in epiploon, left lower portion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2017: perforation questionnaire received. Events and patient information updated. On 13-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, during confirmation test, complete uterine perforation was diagnosed. Essure was removed approximately 5 months after insertion with a bilateral salpingectomy. This event is anticipated in the reference safety information for essure. In the present case the exact time point and mechanism of perforation is unknown; however, the reported information suggests that it occurred during insertion procedure. Perforation was diagnosed approximately 3 months after insertion, during confirmation test. Given the nature of the reported event, causality was assessed as related. Other nonserious events were reported. This case was regarded as incident since intervention was reported (device removal). According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information from reporter is expected.